Manufacturer narrative:
The scs system remains implanted. The root cause of the nodule cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system lists seroma or hematoma at surgery sites requiring surgery (including revision, explant, and replacement) as a result¿.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported a nodule at the evoke closed loop stimulator (cls) implant site. The patient was hospitalized, and the wound was opened, cleaned and re-sutured. A culture was collected, and an infection was not detected. Antibiotics were administered to resolve the reported event.